Event description:
It was stated that the customer was hospitalized for high blood glucose levels over 600 mg/dl. It was also stated that the insulin pump was giving an alarm during the manual prime. Nothing further was reported

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.